Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was associated with a patient death. The device was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's event log and patient data files were reviewed and it was confirmed this device was not in use on the reported day of the event, (B)(6) 2015. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer has completed the investigation for a ventilator that was associated with a patient death. The device was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's event log and patient data files were reviewed and it was confirmed this device was not in use on the reported day of the event, (B)(6) 2015. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.